Event description:
It was reported that during a surgical procedure, the pneumatic drill heated up. There was no pt or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the bearing retainer was found to be broken, which can result in the bearings becoming damaged and overheating the device. The bearing retainer and bearings were replaced, and additional preventative maintenance was also performed. The drill was repaired and returned to the customer.